Event description:
The customer reported that the 9900 system displayed a pre-charge voltage error message, and shut down. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the battery charger printed circuit board. The system was tested and is operating as intended.